Event description:
Customer reported a past event of low blood glucose, with the lowest level documented at 52 mg/dl. Cause was not known. Customer treated the low blood glucose by consuming glucose tablets. Technical support recommended that the customer consult a healthcare professional to discuss potential factors affecting their blood glucose levels, and the customer acknowledged the recommendation.